Manufacturer narrative:
MDR 2517506-2020-00072 was filed on 21-feb-2020. MDR 2517506-2020-00073 was filed for the same event on 21-feb-2020. Additional information (09-mar-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin I (tni) results on a dimension exl 200 system. Hsc evaluated the information provided and the instrument data files. Quality control (qc) was within customer expectations at the time of the event. No issues with the dimension exl 200 instrument or tni assay were identified. The cause of the discordant tni results is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
MDR 2517506-2020-00073 was reported for the same event on (B)(6) 2020. MDR 2517506-2020-00063 was also reported for an associated event on (B)(6) 2020. The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on patients' samples on a dimension exl 200 instrument on (B)(6) 2020. The discordant results were reported to the physician. The same samples were reprocessed on (B)(6) 2020 on the same dimension exl instrument, s/n (B)(4) and on an alternate dimension exl instrument, s/n (B)(4) and both results were lower. The same samples were also reprocessed on (B)(6) 2020 on the same dimension exl 200 instrument and on the same alternate dimension exl instrument following calibration with a new lot of calibrator and a new lot of tni reagent. Lower results were obtained on both instruments. Corrected reports were issued for the results obtained on (B)(6) 2020 from alternate dimension exl instrument s/n (B)(4). There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.